Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker had retrograde conduction during vvi pacing in threshold. Additional information obtained from the field which indicated that the patient was in pacemaker mediated tachycardia (pmt) due to retrograde conduction. As a result, the patient underwent a retrograde conduction test and post-ventricular atrial refractory period (pvarp) was programmed accordingly. The device was explanted. No additional adverse patient effects were reported.